Manufacturer narrative:
Conclusions: evaluation of the returned device confirmed it was kinked near the hub. This damage may have occurred due to forceful manipulation of the 5max at extreme angles during preparation or removal from the packaging hoop. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a thrombectomy procedure, the hospital staff noticed that the proximal end of the penumbra system 5max reperfusion catheter (5max) was kinked. The kinked 5max was found prior to use and therefore, was not used for the procedure. The procedure was completed using a new 5max.

Manufacturer narrative:
Results: the penumbra system 5max reperfusion catheter (5max) was kinked approximately 3.5 cm from the hub. Conclusions: evaluation of the returned device confirmed that it was kinked near the hub. This damage may have occurred due to forceful manipulation of the 5max at extreme angles during removal from the packaging hoop. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a thrombectomy procedure, the hospital staff noticed that the proximal end of the penumbra system 5max reperfusion catheter (5max) was kinked upon removal from the packaging. The kinked 5max was found prior to use and therefore, was not used for the procedure. The procedure was completed using a new 5max.